Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using an unspecified bd syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the sanitary surveillance service of government did a research in their own notification system between 01/01/2019 and 04/14/2022 for the regional mfg, which it was verified on 08/05/2021. Foreign matter in the syringe.

Event description:
It was reported while using the bd luer-lok¿ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the sanitary surveillance service of government did a research in their own notification system between 01/01/2019 and 04/14/2022 for the regional mfg, which it was verified [...] On 08/05/2021 foreign matter in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using the bd luer-lok¿ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the sanitary surveillance service of government did a research in their own notification system between 01/01/2019 and 04/14/2022 for the regional mfg, which it was verified [...] On 08/05/2021 foreign matter in the syringe. D1: medical device brand name: bd luer-lok¿ syringe, d4: UDI # (B)(4), d4: catalog # 307859, d4: medical device lot #: 0133567, d4: medical device expiration date: 31-may-2025, h4: device manufacture date: 12-may-2020, g.5. PMA / 510(k)#: na. H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the sanitary surveillance service of government did a research in their own notification system between (B)(6) 2019 and (B)(6) 2022 for the regional mfg, which it was verified [...] On (B)(6) 2021 foreign matter in the syringe.